Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up obtained. This event occurred outside the us. All information provided is included in this report. Two manufacturers were referenced in the article for the device and leads. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: various mechanisms and clinical phenotypes in electrical short circuits of high-voltage devices: report of four cases and review of the literature. Europace. 2015;17(6):909-914.

Event description:
Additional information was received through follow up in which the physician "speculated" that the shocks and subsequent death were caused by an electrical short circuit in the insulation in the competitor lead this patient had implanted. No further information was available.

Manufacturer narrative:
This information is based on a journal literature and the subsequent follow up information. This event occurred outside the us. All information provided is included in this report. Referenced article: various mechanisms and clinical phenotypes in electrical short circuits of high-voltage devices: report of four cases and review of the literature. Europace. 2015;17(6):909-914. The device was previously reported in manufacturer¿s medwatch regulatory report #6000094-2012-00002 and submitted in a timely manner on 2012-01-04.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Two manufacturers were referenced in the article for the device and leads. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: various mechanisms and clinical phenotypes in electrical short circuits of high-voltage devices: report of four cases and review of the literature. Europace. 2015;17(6):909-914. Concomitant medical product: competitor rv lead 1580. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this patient's implantable cardioverter defibrillator (ICD) and leads. The article indicated that the patient was found "on the street in cardiopulmonary arrest" eleven months after device implantation. Of note, nine months after implantation and four months before the patient was found on the street, the device and leads were within normal limits. The patient was brought to the nearest hospital, and later died. The device and leads were returned to their respective manufacturer. The cause of death for the patient was reported to be ventricular fibrillation (vf). The article further indicated that the device did not deliver the therapy due to a "low impedance measurement." The device was analyzed and no abnormalities were found. The authors "speculate" that the issue "likely occurred by electrical short circuit in the insulation between the superior vena cava (svc) and right ventricular (rv) lead coil conductors." Further follow up did not yet yield any additional information.